Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the operator smelled burnt fumes while using the ultralite pro headlight w/premium cable (ax2100bif). No visual smoke was detected. The unit was turned off and placed out of service. No patient injury or surgical delay was reported.

Manufacturer narrative:
The ultralite pro headlight w/premium cable (ax2100bif) was returned for evaluation. Failure analysis: evaluation of the unit by the depot technician assessment noted that the fuse in the fiber cable had failed, producing insufficient light output to the module. In addition, the unit failed the light quality test with artifacts in the light image. The fiber cable and module has been replaced to correct these issues. Root cause analysis: the reported complaint was confirmed. The ultralite pro headlight w/premium cable was received in used condition with a failed fuse in the fiber cable. This is likely due to normal wear and tear.